Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 580 mg/dl with high ketones and vomiting. Customer required assistance from her mother to address elevated blood glucose (bg) by correction injection via manual injection. Customer changed pump supplies to address the issue.